Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm readings which occurred three days after the sensor was inserted into the abdomen. On 3/15/2024, the patient¿s cgm was reading 69 mg/dl and the bg meter was reading ¿over 500 mg/dl¿. The patient was experiencing increased thirst and urination. The patient drove himself to the emergency room. The patient was treated with an insulin injection and unspecified IV. The patient was in the hospital for one day and then discharged home. The patient was fine at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.